Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device could not be removed. The "safety release slider" was activated and after several attempts, the device was able to be removed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.